Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital for a condition unrelated to the device. The ICD exhibited oversensing of wide qrs. The device will be reprogrammed. No patient symptoms were reported.